Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable, albeit with difficulty. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Result: first, we performed a visual inspection of the progav® 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a small amount of build-up substances. Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable, albeit with difficulty. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of the hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 with shuntassistant 20.(#fx413t) was implanted during a procedure performed on unknown date. According to the complainant, the valve was believed to be blocked postoperatively. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation.